Event description:
It was reported that the device stuck on the guide wire during advancement. When the physician attempted to withdraw the frozen device from the guide wire, the tip of the sds separated outside of the pt and remained on the guide wire. The separated tip was easily identified and removed from the guide wire.